Event description:
On 7/12/2022, it was reported by a sales representative via email that an ar-8916spn wrist spanning plate broke. Additional information requested

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to a patient-specific event.